Event description:
During routine testing of vaporizer, customer felt output of vaporizer was lower than expected. There was no pt involvement. Investigation/conclusion: med device advisory notice, dated may 9, 1995 and reminder notice dated june 16, 1997.